Manufacturer narrative:
Concomitant medical products: dtpb2qq, crt-d, implanted: (B)(6) 2021; 459888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and exhibited a high capture threshold. The rv lead was explanted and replaced. During the rv lead explant the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.